Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2014 with the following findings:there was no visible damage to the keypad. The keypad buttons were tested and found that the ok, up, and down buttons were intermittently responding to button presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was observed to be faded and discolored; the contrast setting was increased with little improvement to the display. Also unrelated, the battery compartment was observed to be cracked; the compartment was examined with no evidence of moisture damage noted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.